Event description:
In 2007, the company received a report where it was claimed that the hub is separating from the tube during pt use. The caller reported that the facility has experienced five occurrences in the last two months. The caller did not specify whether how many pts were involved with the reported five occurrences. The caller reported that the tubes are not lasting more than two weeks and resulted in replacement of the tube.

Manufacturer narrative:
The customer reported that the tubes will be returning for evaluation. If the samples are received, a summary of the investigation will be provided in a supplemental report.